Manufacturer narrative:
A ge service rep performed an on site investigation. The sram and u-20 chip were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had a check sum error and would not boot up prior to a case. No pt injury was reported.